Manufacturer narrative:
Coding grids (device) problem code, evaluation, evaluation, component grids updated.

Event description:
This report is based on information provided by remote service engineer rse, product support specialist and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when the customer launches the camera application, the screen is blank with no image displayed. There was no impact alleged at this time.